Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Ftr#(B)(4). Post market vigilance (pmv) led an evaluation of one device and a reload. Microscopic inspection of the instrument noted evidence on the firing rod that the reload was not engaged properly when loaded. Functional testing of the instrument found no abnormalities. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws clamped. Additionally, the articulation rod was severely bent. Functional testing of the reload was not performed due to the noted damage. Product analysis suggests the product was used in a surgical procedure. Staple pre-fire and/or inability to open the jaws after clamping may occur when the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading or when the shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading and when the shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. In the instructions for use, which accompanies each product shipment, cautions the user not to attempt to remove the shipping wedge until the sulu is loaded into the instrument. Replication of the bent articulation flag can occur if the reload is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reload got disconnected from the handle upon firing leaving reload stuck to the tissue during the last firing. This led to the need to resect the reload and manually suture repair the defect. The patient had post op leak requiring reoperation and ICU stay. The reoperation took place on (B)(6) 2016. To correct the condition there was a diagnostic laparoscopy, washout, primary suture repair, leak test, placement of 3 drains. There was a need for making a manual gastrotomy to remove the stapler load, this was corrected by primary suture repair. The patient needed an extra two weeks ICU stay on mechanical ventilation, there was also a need for secondary procedures such endoscopic stenting, percutaneous drainage and vascular catheterization, chest tube placement, requirement for total parenteral nutrition.